Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for alinity I total ss-hcg, reagent lot 60907ud00. The lot search review did not identify an increase in complaint activity for the issue. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I total ss-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot was within the established limits and comparable to historical reagent lot performance. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. The labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation no product deficiency was identified for the alinity I total ss-hcg, reagent lot 60907ud00.

Event description:
The customer observed falsely elevated alinity I b-hcg results on one patient. The results provided were: on (B)(6) 2023 2024, sid (B)(6) initial=40.0 iu/l (> 25.0 iu/l =positive) /repeated=< 2.3 iu/l (< or =5.0 iu/l=negative) additional information provided: ft4=15.5 pmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated alinity I b-hcg results on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=40.0 iu/l (> 25.0 iu/l =positive) /repeated=< 2.3 iu/l (< or =5.0 iu/l=negative) additional information provided: ft4=15.5 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.